Manufacturer narrative:
Patient's date of birth unk. Relevant tests/laboratory data unk. The device was not returned, thus no investigation could be completed. Because the physician did not maintain continuous control of the outer sheath, this event has been determined to be use related. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead, extraction indication unk. A right atrial (ra) lead was present in the patient but was not targeted for extraction. A spectranetics lead locking device (lld) was inserted into the lead to provide traction. The physician chose a spectranetics glidelight laser sheath and a spectranetics tightrail sub-c rotating dilator sheath (and the tightrail's outer sheath) to treat the patient. While the tightrail sub-c was in use, the outer sheath was inadvertently lost in the patient's vasculature. Using multiple tools, the CT and vascular surgeons assisted in successfully retrieving the outer sheath from the innominate/superior vena cava (svc) junction. The rv lead was successfully removed, and the patient survived the procedure. This event captures the tightrail sub-c's outer sheath which migrated into the vasculature, requiring intervention for retrieval. There was no alleged malfunction of any spectranetics devices in use during the procedure.